Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) underwent an early device replacement procedure. As well, the patient's right ventricular (rv) lead had high thresholds, no capture and a confirmed fracture. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.